Event description:
It was reported via a voluntary medwatch that a 6f vip was selected for use to close the pt's arteriotomy. Reportedly ,the device sheath became caught in the pt's leg tissue and could not be removed. Surgical intervention was required and an increased length of stay in the hospital. Add'l info was not available.

Manufacturer narrative:
No prod was returned. Review of the device history record confirmed this lot met mfg requirements prior to shipment. Based on the info provided to st. Jude medical, the cause of the reported incident could not be conclusively determined. The angio-seal device instruction for use (IFU) state that if the angio-seal device does not anchor in the artery due to improper orientation of the anchor or pt vascular anatomy, absorbable components and delivery sys should be withdrawn from the pt. Hemostasis can then be achieved by applying manual pressure.